Event description:
Elderly male with history of weakness, falls and recent elevated troponins. While having a heart cath, after vascade was placed in body, it was noticed that the blue/yellow key was in the down position instead of the up position. Therefore, the vascade was removed without un-deployed as a precaution. A new one was opened and deployed. No known harm to patient.